Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter when the package was opened a side of the wing was missing.

Manufacturer narrative:
Investigation: review of the DHR¿s revealed that all required challenges samples, set-up and in-process testing was performed per specification in accordance with the quality sampling plans. Review disclosed there were no related reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the event description. Received one unused iag 20ga catheter/adapter assembly, a needle cover and an opened empty package from catalog number: 391934, lot number: 8071737. Visual/microscopic evaluation: one of the suture wings was missing off from the adapter. In the area of the missing suture wing the edges are smooth and clean. Also observed damage on the needle cover. Mold process ¿ the defect wing damaged/defective was identified and confirmed. The missing suture was from the mold cavity not receiving enough material. The damaged observed on the needle cover is not related to the missing suture wing. The damaged needle cover was from the manufacturing process. Since the damage was found downstream the original damage source could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter when the package was opened a side of the wing was missing.